Manufacturer narrative:
Date of event has been estimated. The UDI number is not known as the part and lot number were not provided. The date of implant has been estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficult or delayed positioning (poor visibility). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported as a general comment that an unspecified xience sierra stent delivery system was deployed without issue; however, the stent was not visible in the images. The stent remains implanted. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.